Event description:
It was reported to target that during the procedure a gdc coil detached without the use of voltage. The pt was not affected from this malfunction. No other info was supplied.

Manufacturer narrative:
Description of device analysis: date of procedure: 10/23/97. The info that was rec'd by target was that a gdc coil (p/n 340620-3, lot # a40201) was broken, however, the device returned for eval (p/n 340208-3, lot # a40410) was actually stretched and not broken. Several attempts were made to obtain further info on the procedure but there has been no response. The following analysis is for the device returned by the user facility. No procedural info was provided, and the catheter used in the procedure was not returned for eval. The main coil's proximal end lost its helical shape, was stretched and unraveled from the welded joint. There was a knot on the stretched section. Only the most distal end retained some of its helix, but it seems to be a 2d coil. Since the catheter used in the procedure was not returned for eval, it was not possible to determine the origin of these anomalies. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.